Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Date returned to manufacturer: 02 jan 2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection reveal the complaint lens was received off center inside a lens case. The lens was removed and cleaned revealing the optic body of the lens being damaged in several places, one of which was a circular mark similar to the markings in the lens case. A haptic was also detached. The haptic width and thickness of the remaining haptic were both measured and were within specification. The complaint issue was not identified during product evaluation. The observed issue is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. The manufacturing records review for this production order (po) shows that the units were released within specification. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy section d6a: implant date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: explant date: not applicable, as lens was removed/replaced in the initial surgery. Section e1: initial reporter first & last name: information unknown/not provided. Section e1: establishment name: (B)(6). Section e1: email address: unknown/not provided. Section e1: telephone number: unknown, information not provided. Section e1: address and zip code unknown, information not provided. Section h3: it was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Event description:
It was reported that doctor implanted the lens with the forceps and he found that one haptic of the lens was broken. The lens was replaced immediately and the procedure was completed successfully.